Event description:
Performing CPR on a pt in a dialysis facility and using ambu bag for respirations. Ambu bag failed to function properly, was not able to give breaths. We had to locate another ambu bag and in the interim had to give mouth to mouth breathing. Pt was successfully resuscitated. After the event, noted that the valve inside the ambu bag had separated away from its "seated" position and would not allow appropriate ventilation/no ventilation. Checked our remaining two back up ambu bags for this particular manufacturer and noted same problem after opening the bag in which they were shipped. The ambu bags come compressed and bent. Date of use: (B)(6) 2010. Diagnosis or reason for use: ambu bag for resuscitation.